Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08217. It was reported the pt's stimulation was auto-reducing with no parasthesia with any program. The sjm representative confirmed the ipg (implantable pulse generator) was communicating with the external devices but all lead contacts were invalid. X-ray imagery showed a break in the lead, distal to the anchor site; the physician opted to replace the lead. Follow-up information found the lead was replaced. During the procedure, presence of fluid in both chambers of the ipg's header was observed and hence, the ipg was also replaced. It was reported the pt had the desired coverage post-operatively.